Event description:
It was reported that three (3) 5.5mm cross ft suture anchors w/2 #2 hifi sutures were incorrectly assembled using red driver handles instead of black handles. It was also reported that the package boxes, and pt stickers were correctly labeled. This discrepancy was easily identified by the user before use. There have been no pt involvement and/or injuries associated with this non-conformance.

Manufacturer narrative:
Eval findings: to date, the three (3) complaint devices have not been received. However, a review of the device history record for lot# 211581 shows that all 60 units of this lot exhibit this nonconformance. It was determined that the warehouse personnel gathered and dispatched the incorrect disposable handles (red handles instead of black handles) for job order #(B)(4) and the verification/inspection step did not detect the problem. Based on the investigation, this issue is isolated to catalog# cfp-5502, lot# 211581. A review of our complaint history shows no similar reports for this product. The investigation determined that this nonconformance is a process error. A CAPA has been initiated to identify and implement the necessary actions to prevent future recurrences.